Event description:
During c-section, when entering the uterine cavity, an anterior placenta was revealed. The placenta bled profusely, made visualization difficult and the infant sustained a laceration above right ear requiring sutures.